Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when an EKG was performed on the patient, "it was observed that the spikes were falling outside of the r wave." After lead repositioning, the lead was reconnected to the pulse generator at which time, "the spikes on the monitor appeared everywhere except on the r wave." Therefore, the pulse generator was replaced.